Event description:
During an implantation procedure, the right ventricular (rv) lead was successfully inserted into the heart and all electrical parameters were stable and in range. While suturing the lead into position, a suture sleeve was not used and the sutures were tied directly to the lead body. Electrical values were tested again and revealed high pacing lead impedance. The suture was loosened with no resolution. The rv lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies except for damage consistent with procedural damage.

Event description:
Additional information was received indicating that prior to explant, after the physician sutured the lead into position, the impedance values were high and out of range. Another impedance measurement was performed and revealed that the impedance was low and out of range. The right ventricular lead was explanted and replaced to resolve the event and the patient was stable.